Manufacturer narrative:
Result: the 3max catheter is fractured approximately 34.5 cm from the hub. Conclusion: the complaint has been evaluated. The compliant indicates that the 3max catheter was used with a 5maxace catheter. During the second insertion of the 3max catheter into the 5maxace catheter the operator noticed the 3max catheter was damaged. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. Based on the observations made during the device evaluation and the description of the complaint, it appears that the 3max catheter was mis-handled either during removal after the first use or during preparation for use before inserting the catheter a second time. The catheter was functional with no observed damage when first used. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter and a 5max ace reperfusion catheter. During the procedure, the health professional flushed the 3max reperfusion catheter after it was removed from the patient and noticed that it was damaged/separated 1/3 of the way from the hub. The procedure successfully continued using a new 3max reperfusion catheter.